Event description:
It was reported the customer had a frozen screen while rewinding their insulin pump. Customer stated there was a solid circle on the screen and there was an absence of the time clock. Customer did not report any unusual alarms. The customer's blood glucose was unknown. The customer also reported battery issues with their insulin pump. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.